Manufacturer narrative:
(B)(6) 2019; (B)(6) 2019 the philips field service engineer evaluated the ventilator, no malfunctions were found, and all testing passed. The philips principal engineer evaluated the ventilator diagnostic logs and there were no hardware or software issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The ventilator evaluation by a philips field service engineer is anticipated.

Event description:
The customer reported while in patient use the ventilator alarmed for safety valve occlusion. The patient was manually ventilated with 100% oxygen and placed on another ventilator. There was no patient harm.